Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and the issue was confirmed through system log review, which documented errors c-33, 1-8a, 2-8a, m-02, 3-8a, 4-8a, and m-32 on various dates in (B)(6). Visual inspection revealed a hairline crack on the front bezel at the junction between the gray and white bezels, slight wear on the power button iconography, noticeable scraping along the underside lips of the cover, scratches on the top rear area of the cover, and a minor scrape on the top heatsink fin. When unit tested on the system, the unit displayed c-33 and c-00 errors at startup. A review of the logs also showed recorded c-00 errors. The complaint was confirmed based on the failure analysis. The probable cause of customer reported error is attributed to a faulty electrical component inside the generator. This error indicates a higher voltage than expected while powered on.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a c-33 error occurred. The technical support engineer (tse) advised to perform a power cycle and connect the generator directly to the wall outlet, but the issue persisted. The tse explained that it was probably still possible to use the generator but recommended preparing a backup generator just in case. How the issue was resolved was not specified. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with backup generator.